Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically mentioning cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided information for resetting the pump. After the reset, the cgm error code did not reappear, and the customer was able to successfully start their sensor session.